Event description:
The customer reported that during an ablation procedure, "the valve was not properly closing. Causing air to enter the sheath." The transseptal needle was removed and replaced and the case was completed. There was no report of pt sequela. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
Pt data not currently available. The site initially provided the event info to (B)(6) on (B)(6) 2012. (B)(6) notified ge healthcare on (B)(6) 2012.